Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the reset was a built-in safety feature and provided guidance on managing the pump settings post-reset. They assisted the caller in loading the cartridge and resuming insulin delivery.